Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Additional classification code: hrs. Implant and explant date is unknown/not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure on (B)(6) 2018 the head of a 2.4mm cortex screw came off. The screw was placed in the wrong position, and when an attempt was made to remove it the head came off. The surgeon attempted to remove the screw with a screwdriver and when that failed attempted to remove it with a pair of pliers. There was no reported patient consequence, no surgical delay, no fragments and procedure was successfully completed. Concomitant parts: device: 3.5 cortex screw (part number: 204.840, lot number: unknown, quantity: 1), unknown screwdriver (part number: unknown, lot number: unknown, quantity: 1), unknown pliers (part number: unknown, lot number: unknown, quantity: 1). This is report 1 of 1 for (B)(4).